Event description:
Caller reported discrepant results with inr versus lab. Inr: 3.2, lab: 2.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: none. Inratio: 3.2. Lab: 2.2. Mean: 2.70. Confidence limits: 1.7-3.8. Time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time. Caller did not provide strip lot number at the time of the complaint. As of today, no product is expected to return. No further investigation will be required. No corrective action is required as no product deficiency was established.